Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that another refill occurred on (B)(6) 2016. The estimated reservoir volume (erv) was 2.3 ml and the actual reservoir volume (arv) was 3.5 ml. The patient still had pain. The hcp increased the daily dose from 1000 mcg/24hr to 1200 mcg/24hr fentanyl and also changed the concentration from 2000 mcg/ml to 3600 mcg/ml fentanyl.

Event description:
On 2016-03-03, additional information was received from a foreign manufacturer representative (rep). It was reported that the cause of the volume discrepancies was unknown. The cause of the inability to see the contrast dye was unknown. The hcp increased the daily dose and the catheter/pump remained in service.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0207000227, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving fentanyl (2000 mcg/ml at a dose of 1000mg/day) and clonidine (2 mg/ml at a dose of 0.999 mg/day) via an implantable pump used for an unknown indication for use (IFU). Beginning on (B)(6) 2015, the patient's pump has had a history of volume discrepancies. On (B)(6) 2015 the estimated reservoir volume (erv) was 2 ml and the actual reservoir volume (arv) was 2 ml. Additional volume discrepancies were reported; (B)(6) 2015, erv=2ml and arv=3ml; (B)(6) 2015, erv=6ml and arv= 5ml; (B)(6) 2015, erv=3.2ml and arv=7ml; (B)(6) 2015, erv=3.2ml and arv=9ml; (B)(6) 2015, erv=3.2ml and arv=unknown; (B)(6) 2015, erv=2.5ml and arv=10ml; (B)(6) 2015, erv=3.9ml and arv=8ml; (B)(6) 2016, erv=3ml and arv=5ml; (B)(6) 2016, erv=2.9ml and arv=4.5ml. The patientwas "well" over this time but had more back pain with no other side effects. The volume discrepancies were identified during the refill procedures. On (B)(6) 2016, there was a puncture of the side-port under x-ray. The backflow from liquor was normal and without problems. The hcp could apply the contrast agent without problem, but they could not see the contrast agent in the body of the patient. The catheter tip could be seen in the spinal space. As an intervention, the hcp raised the patient's daily dose. The issue was not resolved at the time of report and it was unknown if a surgical intervention was planned. Additional information has been requested regarding potential cause, outcome/resolution, but it was not available at the time of this report.